Event description:
Material no: unknown, batch no: unknown. It was reported via post market surveillance survey that the customer has experienced hemolyzed samples when using pst tubes. Complaint details per pms survey: when using bd blood collection tubes, have you experienced any of the following: unexpected and/or unexplained clinical or qc results: yes . Unexpected and/or unexplained clinical or qc results you indicated that you have experienced unexpected and/or unexplained clinical or qc results. Please provide details below, including product reference catalog number, batch/lot information, etc. In 200 characters or less. Pst samples getting hemolyzed and thought to be due to an antiquated system. Studies showed samples were packed properly. Date of event and sample availability were not indicated in the survey response.

Manufacturer narrative:
H.6. Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
Material no: unknown batch no: unknown. It was reported via post market surveillance survey that the customer has experienced hemolyzed samples when using pst tubes. Complaint details per pms survey: when using bd blood collection tubes, have you experienced any of the following: unexpected and/or unexplained clinical or qc results yes. Unexpected and/or unexplained clinical or qc results you indicated that you have experienced unexpected and/or unexplained clinical or qc results. Please provide details below, including product reference catalog number, batch/lot information, etc. In 200 characters or less. Pst samples getting hemolyzed and thought to be due to an antiquated system. Studies showed samples were packed properly. Date of event and sample availability were not indicated in the survey response.